Event description:
Dealer stated that the right motor on a tdxsr-mcg power chair freezes, when end user is going down the ramp out of his van the chair skids, pushing the chair to one side of the ramp. (B)(6) 2015 dealer called back and the right side drive wheel gets locked up in the air, which causes the chair to spin to the right.